Event description:
A mayfield skull clamp was reported to have slipped on a patient while prepping for a posterior cranial fossa. The slippage caused a laceration of the scalp. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.